Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "deflation" against right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as to an unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: crease flat observed in the device. Brown particles observed in the fill channel. Wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h.2., h.3., h.6.